Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced ventricular fibrillation, which was treated appropriately with a shock and was successfully converted back to a normal rhythm. An interrogation of the device revealed a code 1005, indicating an open circuit condition, high, out of range pacing lead impedance (greater than 3,000 ohms), high, out of range shock impedance (greater than 200 ohms) and high capture thresholds of 7.5 / 2.0 ms. The patient was hospitalized, therapy was deactivated and the patient was scheduled for a system revision procedure. Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) device, and right atrial (ra) lead were explanted. The right ventricular (rv) lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). A new device and new leads were implanted. No additional adverse patient effects were reported.